Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a bolus. The customer reported having issues with the sensor. Troubleshooting was provided for the sensor. The issue was not fixed. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer were in manual mode for two months, and insulin pump suspended due to sensor glucose value-which was not a function of auto mode.

Manufacturer narrative:
Unable to charge unit due to low battery spring contact height 4-7 pins. Unable to perform functional test or verify change sensor or bad sensor alarms due to damage pins. Device received with damage cow catcher corners. Device received with traces of corrosion at all pins.